Event description:
The customer reported the softkeys were torn. On the heartstart mrx. It was confirmed by the philips bench engineer that the bezel assembly check mark button was torn. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.